Manufacturer narrative:
Technician found that the head up function was not working and would not work manually as the head up valve was stuck. Replaced head up valve to resolve this issue.

Event description:
Complaint alleged that the head up function was not working on this bed.